Manufacturer narrative:
The low pump flow failure mode was deleted as there was no reports of low pump flow from the complaint intake or case updates. The data logs also show no occurrence of low pump flows. The logs show impella alarms for position in aorta and impella position unknown. Positioning alarm was disabled. The data logs confirm multiple position related alarms after implant. Without additional clinical details, the root cause of vf/vt/af/at could not be determined. The following have been reported incorrectly or missing from manufacturer device report. B1 adverse event only f6/f8-should have been left blank. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact facility name missing g1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that the patient was placed onto impella 5.5 support for acute myocardial infarction / cardiogenic shock. While on support, the patient experienced ventricular tachycardia that was resolved by shock and providing antiarrhythmic medication as well as ventricular fibrillation that was resolved by cardioversion. The pump also experienced suction that was resolved with a 250ml bolus.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The data logs show no occurrence of low pump flows. The logs show impella alarms for position in aorta and impella position unknown. Positioning alarm was disabled. The data logs confirm multiple position related alarms after implant. No problem was found as the root cause of the optical signal issue, and it is apparent the console was the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-11292. D3 fax number updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that, while on support, the pump experienced optical signal issues that were resolved by disabling the positioning alarm and utilizing alternate means for monitoring position. The loss of placement signal did not prompt any intervention or pump replacement.